Event description:
It was reported that the patient experienced discomfort/pain at the ipg site. Surgical intervention was undertaken on 02 august 2023 during which the ipg was moved to a new pocket location to address the issue. Therapy was restored post procedure.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.